Manufacturer narrative:
This report is submitted on january 10, 2023.

Event description:
Per the clinic, the patient experienced poor magnet retention and was injected with steroid (specific date & duration not reported) to reduce skin flap.